Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open or close, which located on nicu. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had drawer failure. A field service engineer observed that drawer 1 opened only halfway and required excessive force to close upon inspection of the drawer rails and slide assemblies a loose inner bearing cage was found on the drawer slide. The fse replaced the drawer slide assemblies to correct the mechanical binding and tested drawer 1 using the hardware test application hta which confirmed proper drawer detection and normal operation with the drawer opening and closing smoothly without resistance. The system functioned as intended after the field service engineer repaired the device.